Manufacturer narrative:
It was later reported that the system was restarted, which resolved the issue. During the onsite inspection, the medtronic representative reported that the issue could not be replicated. The rep then found that they field of view (fov) function was being used during the case which would cause the "watch gantry" message to display on the pendant. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that while attempting to take post-op images (anterior posterior (ap) and lateral 2d images) to confirm screw placement, a "watch gantry" error appeared on the imaging system pendant. The rep tried to raise and extend the gantry out to clear the warning and but this was unsuccessful. The site used a different imaging system to proceed with the surgery. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
New information: patient identifier and weight now provided. Correction to device UDI now provided. Additional information: the procedure was a spinal fusion. Correction to device manufacture date now provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.